Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer stated that they had received a critical pump error. It was also reported that the red light shining but there was no alarm. It was reported that they were unable to clear the critical pump error alarm. The insulin pump will be returned for analysis.